Manufacturer narrative:
The bci hotline assisted the customer with troubleshooting (ts) and advised the customer to replace the lamp which may have burned. The customer replaced the lamp and the issue was resolved. A field service engineer (fse) was dispatched the following day to clean the module and check the connections for leaks. The fse did not find any leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the total protein module (tpm) was leaking in the unicel dxc 800 pro synchron chemistry analyzer. The customer noticed dried material collected near the pump of the tpm module. The customer also indicated that the system was recovering init adc high, range, span errors and calibration was failing. No injury was reported.